Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector, cracked reservoir tube lip, scratched reservoir tube window and minor scratches on lcd window.

Event description:
It was reported that the customer had an issue with the act button not working. Insulin pump will need to be replaced. No further details provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.